Manufacturer narrative:
The monopolar curved scissors has been returned and evaluated by the failure analysis team. The instrument was found to have a broken tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece, measuring approximately 0.9mm x 2.3mm and was not returned with the instrument. Visual inspection was preformed and white residue was observed on four of the clamping pulleys, located inside the backend of the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that the customer experienced an issue with the monopolar curved scissors. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage to the device occurred outside of a surgical procedure and not while in use within the patient. There were no reports of fragments falling from the device, and no material was missing or detached from the instrument. The tip accessory was able to be installed securely and did not fall once in place.